Event description:
The account alleges that the power cord to this bed has been cut.

Manufacturer narrative:
The tech replaced the power cord, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.